Event description:
Gracia, e., ferrando, c., escamilla, b., tornero, c., aguilar, g. Hyperthermia induced by intrathecal baclofen resembling sepsis in a patient with wilson disease. European journal of anaesthesiology. 2014. 31:126. Summary/reported events: author discussed about hyperthermia induced by intrathecal baclofen resembling sepsis in a patient with wilson disease. This report refers to a (B)(6) male patient. The patient was diagnosed with wilson disease 10 months ago with a fast progression of the disease suffering different symptoms like severe generalized dystonia and pain. It was decided to implant a baclofen pump reservoir through intrathecal catheter system as long-term treatment for dystonia and chronic pain associated, after failure of different treatments like plasmapheresis and oral baclofen, but being positive to baclofen test. At the beginning of the intrathecal therapy, persistent hyperthermia up to 39°c, a progressive deterioration of mental status, tachycardia and finally, respiratory and hemodynamic failure had occurred. Patient was admitted to ICU and treated as a septic shock with clinical suspicion of meningococcemia. Despite resuscitation with fluids and drugs, included empirical broad-spectrum antibiotic and antipyretics, multi-organ failure did not improve. All microbiological cultures, including cerebrospinal fluid were negative for infection. Fever only dropped, associated with improvement of general status with cessation and withdrawal of baclofen pump. Signs of infection in subcutaneous reservoir and catheter insertion point were not found. Author commented that clinical symptoms associated with intrathecal baclofen are more suited to the syndrome of baclofen withdrawal, which was commonly confused with sepsis, meningitis or neuroleptic malignant syndrome but nothing has been published about severe hyperthermia during this therapy. In this case, hyperthermia ceased with baclofen withdrawal, so author pose the possibility of inappropriate actions and iatrogenia in patients with hyperthermia induced by drugs mimicking septic status, even more important in the ICU where large number or drugs are administrated. Patient symptoms during intrathecal baclofen therapy were similar to septic symptoms. A differentiation between these two entities was basic for an appropriate management. More studies were needed to know if intrathecal baclofen can also be a potential cause of malignant hyperthermia.

Manufacturer narrative:
It was not possible to match this event with any previously reported event. (B)(4).